Event description:
On (B) (6) 2008, patient was implanted with a gore propaten vascular graft for an ax-fem bypass procedure. The procedure was performed due to distal tissue loss. Physician reported an issue with seroma. The graft was explanted on (B) (6) 2008.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of device manufacturing record history confirmed device met pre-release specifications.